Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began approximately 2-3 months ago, although the patient did not provide details of the results obtained or the brand of the other meter used. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. In a related complaint, the patient alleged obtaining a result of 171mg/dl using the subject meter which she felt was high compared to her feelings and/or usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she does not take any diabetes medications, and reportedly continued with her usual diabetes management routine after the alleged issue began. The patient reported experiencing symptoms of ¿lightheaded, heart racing and stress¿ a few days after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The csr noted that the patient did not have any control solution. Return of the subject device for investigation was requested and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.